Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient began to suffer from severe pain, as well as clicking, popping and cracking in her hip. It is further alleged patient has elevated cobalt metal ions in her blood stream. It is additionally alleged doctors have advised patient that she will shortly be required to undergo revision surgery. Update: (B)(4) 2011 - sales rep has reported the revision surgery. Patient was revised due to cup loosening and soft tissue reaction. Update: (B)(4) 2011 - medical records were received. It was noted that there was some crevice corrosion present on the neck, the taper. The complaint was reopened to add the adapter sleeve and femoral stem. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the sleeve and lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege patient began to suffer from severe pain, as well as clicking, popping and "cracking" in her hip. It is further alleged patient has elevated cobalt metal ions in her blood stream. It is additionally alleged doctors have advised patient that she will shortly be required to undergo revision surgery.